Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission, (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display was dim and the letters had red hue. Unrelated to the original complaint, the battery compartment was cracked. Also, unrelated to the original complaint, the keypad was observed to be peeling. The up, and ok keypad buttons were torn. During testing, all the keypad buttons functioned appropriately. The keypad cover was removed and contamination was present under all the button contacts. The audio bolus button cover was also damaged but functioned appropriately. The audio bolus button cover was removed and contamination was present under the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.